Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an error 307 occurred on universal surgical manipulator (usm)4. The customer disabled the arm to continue the procedure. The technical service engineer (tse) guided the customer to power cycle the system and check the log. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed, and it was observed that there was remote fe logged error 32098 and 32096 pointing to the axes controller motor (acm). The usm was tested on an in-house system in normal mode where it confirmed and replicated errors 32098 and 32096 on the acm. Usm was tested on a pftp where it failed yaw direction test prompting error 32096 on the acm pca. Gold acm pca and 48v clockspring ffc were installed, and the error went away. The original acm pca and 48v clockspring ffc were re-installed and the error came back.